Event description:
A confirmed motor stall was noted in the event logs on (B)(6) 2010 at 0548 with no motor stall recovery recorded. Environmental sources were not a contributing factor to the motor stall. An inflammatory mass was diagnosed approx 6 months ago; normal saline has been in the pump since that time. Prior to the saline, there was an unk "drug cocktail in the pump." The pt will be undergoing a catheter revision in the near future and the pump will most likely be replaced at the time as well. Additional information has been requested. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).